Event description:
It was possible that the acid corrosion was caused by another battery.

Manufacturer narrative:
Correction d4: serial/lot number and expiration date is unknown. Serial number was requested but was not provided. Correction d9: device was not returned to manufacturer. Correction h4: device manufacture date is unknown. Manufacturer's investigation conclusion: the reported event of a power module backup battery leaking was not confirmed. During the evaluation of the power module serial number (B)(6) performed at the edc service depot, a corroded battery clip was confirmed. The specific backup battery associated with the corroded clip was not able to be identified. During the evaluation, the backup battery gv238056 was replaced, however, the battery contacts were free of acid corrosion (reference manufacturer reference number 2916596-2022-15779) (reference (B)(4)). The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate power module backup battery serial number is unknown. Using the charger is addressed in instruction for use (IFU) rev g, section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook rev g and instruction for use (IFU) rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Instruction for use (IFU) rev g, safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU) rev b. According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The battery clip was corroded due to a potentially leaking battery.